Event description:
It was reported that the bed seizes up as it is being lowered so that it does not lower completely. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
The investigation is ongoing. A follow-up report will be submitted with investigation results.